Manufacturer narrative:
The subject device was already returned to olympus medical system corp. (Omsc) for evaluation. The tissue pad of the subject device was severely worn, and the coating for electric insulation of the probe was partially missing. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the coating for electric insulation of the probe and the tissue pad were damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The above device handling has warned in the instruction manual of tb-0535fcx as follows: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
Olympus was informed that during a total laparoscopic hysterectomy, the subject device was used. After approximately three hours from the beginning of the procedure, seal short circuit error (u511) occurred frequently. Because it was just before the end of the procedure, the intended procedure was completed with the subject device. There was no patient injury reported. The subject device was returned to olympus medical system corp. (Omsc) for evaluation. On june 6, 2019, omsc found as follows: the tissue pad of the subject device was severely worn, and the coating for electric insulation of the probe was partially missing. This is the report regarding the severely worn tissue pad and the missing of the probe coating.